Manufacturer narrative:
Section a2, a4, a5: unknown/ not provided. Prefer not to disclose, no further information regarding the reported complaint. Section d6a: if implanted, give date: not applicable, as lens was not implanted. Section d6b: if explanted, give date: not applicable, as lens was not implanted hence not explanted. Section e1: email address; unknown/ not provided. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded product tip of cartridge cracked and the intraocular lens (iol) got stuck in injector, unknown if with patient contact or not. It was stated that customer implanted another iol. No issue with patient. No incision enlargement, no vitrectomy, no sutures done. Patient fully recovered. No other information was provided.